Event description:
Recurrent syncope & dizzyness. Pt underwent eps study in 2002, as etiology of above symptoms unknown. Four catheter esp study initiated. Right femoral vein entered percutaneously at 2 separate sites, requiring slimline as well as 23cm sheaths. Third sheath could not undergo placement because of tortuousity of right femoral vein; pt found to have a prior organized thrombus and a functioning greenfield filter. Two separate 5 fr quadripolar catheters advanced through right femoral vein. Right internal jugular was entered percutaneously at 2 separate sites,. A 6fr and 5fr sheath was inserted over a wire without difficulty. Right internal jugular vein 5fr sheath accepted a 6 fr quadripolar catheter; right jugular 6 fr sheath accepted a coronay sinus lead. Incessant junctional arrhythmia led to entering the left femoral vein percutaneously & an 8fr inserted over wire. A 7fr radiofrequency ablation tip catheter was advanced with the tip placed on the 1st activation of the junctioned arrhythmia with radiofrequency modification performed. At the end of the procedure the remaining catheters and sheats were removed. Retention of one sheath which "was undoubtedly was damaged during incision." The pt was subsequently taken to the endovascular suite for removal of the catheter from the inferior vena cava. Groin incision was made of about 4cm with dissection. The catheter was adjacent to the previously placed greenfield filter, but was not intertwined with this. Gentle traction allowed removal.